Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5. The issue reported in this MDR is addressed by recall number fy24-omsc-07. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The customer reported that they were not sure of the patient's outcome, other than the patient is alive. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon of "distal end got stuck in endotracheal tube during procedure" could not be further presumed. Olympus inquired of the user on the endotracheal tube: manufacturer, model number, minimum inside diameter, any resistance at insertion of the device, damage. However, it was not possible to collect detailed information as follows: ¿the customer did not have the information as the event occurred in the ICU [intensive care unit] and they were not sure what they use or the size¿. According to result of device inspection, the distal end side of the insertion section was heavily damaged. Therefore, it was not possible to confirm whether the device had any abnormality to be caught in the endotracheal tube on the outside before being damaged. The event did not occur at the time of device installation/ device return from repair. The suggested phenomenon of "no image" was presumed to have been due to the user damaging the distal end side of the insertion section when removing from the endotracheal tube. Stress at that time may have caused damage to the image sensor unit, as a result image failure occurred. The suggested phenomenon of "a-rubber [bending section cover] was missing" was presumed to have been due to the user damaging the distal end side of the insertion section when removing from the endotracheal tube, at that time, the a-rubber was missed. (Suggested event "the distal end got stuck in endotracheal tube during procedure") there was no information to judge that the event was due to misuse by the user. (Suggested event "no image") the user may be able to detect the event by handling device in accordance with the following instructions for use (IFU): IFU bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. The user may be able to reduce / prevent occurrence of the event by handling device in accordance with the following IFU: IFU bf-190 series operation manual important information ¿ please read before use_ warnings and cautions: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." (Suggested event "a-rubber was missing") the user may be able to detect the event by handling device in accordance with the following IFU: IFU bf-190 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the endoscope. The user may be able to reduce / prevent occurrence of the event by handling device in accordance with the following IFU: "IFU bf-190 series operation manual important information ¿ please read before use_ warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to the torn bending section, the leak test could not be performed; the plastic distal end cover insulation failed; the distal end plastic cover had dents and scratches; the bending section cover was missing; the bending section cover glue was cracked; the image appeared black and the charged coupled device shrink tube was torn; the bending section plastic distal end cover was detached; the electrical continuity test gave no reading; there were five or more broken strands; the internal scope was dry; the insertion tube was dented and failed the ring gauge; the device was unable to angulate due to the torn bending section; and the control know was grinding. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2023-00199.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope distal end of the scope got stuck in the endotracheal tube. During removal of the scope, the distal end of the scope was compromised and broken. The issue was found during a diagnostic bronchoscope procedure after procedure completion as the scope was being pulled out. The patient had to be reintubated immediately after the issue. There was no delay to the procedure. There were no further additional medical interventions required.